Manufacturer narrative:
Corrected data: b1: adverse event or product problem: should be corrected to product problem. B2: outcomes attributed to adverse event: should be omitted for correction. Claim#: (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/2.0/093 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's right eye (od) on (B)(6) 2022. The intial lens was replaced due to excessive vaulting. The problem was resolved. Reportedly, status of the eye is, "discomfort, good vision."